Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly, the customer did not properly remove the residual air from the cartridge. There was no reported adverse impact to the customer's blood glucose level.